Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to another device. The complaint was classified based the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that on (B) (6) 2010 between 9 and 9:30am, she obtained blood glucose readings of ¿194 mg/dl¿ with the subject meter and ¿150 mg/dl¿ on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <=30%. The patient informed the cca that she manages her diabetes with insulin (insulin pump user); however, denied taking any action regarding her diabetes management as a result of the alleged issue. 1 hour after obtaining the alleged high reading, the patient claimed she felt shaky and sweaty and immediately treated self by drinking orange juice. At the time of troubleshooting, the cca noted that the subject meter was set to correct unit of measure settings. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.